Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire broke during insertion was confirmed. One guide wire was returned for analysis. The guide wire was unraveled starting 25 cm from the j-tip. Microscopic examination determined that the core wire was broken adjacent to the proximal weld. The proximal weld appears full and remains attached to the unbroken coil wire. A manual tug test confirmed that the distal weld (j-end) remains intact with the coil/core wires. The guide wire drawing specifies a length of 683 +/- 4 mm and a diameter of .838/.877 mm. The length of the core wire of the guide wire was measured at 684 mm; therefore no pieces appear to be missing. The diameter of the guide wire measured 0.853 mm, which met specifications. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that other remarks: withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
Information was received via medwatch report. It was reported the procedure was being performed on a (B)(6) male patient. The doctor was inserting a dialysis catheter when the guide wire broke and punctured his (doctor's) skin. The broken wire did not enter the patient. The guide wire is unraveled approximately 1 1/2 inches from the distal end.